Manufacturer narrative:
Block b3: exact date unknown, event occurred a few months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7071369/5125501. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 24796545.

Event description:
It was reported that the patient had an infection at the back and a cyst was noted. The physician was unable to determine the cause of infection, however, it was not device or procedure related. The patient was administered with antibiotics and underwent an explant procedure. The patient was stable postoperatively. All device components were removed and were not returned.